Event description:
Caller reported a minimum fill notification with no adverse impact to the customer's blood glucose level. It was noted that the customer accidentally initiated the cartridge loading process and reached the fill tubing screen without a cartridge in the pump. Technical support guided the customer to continue the loading process, allowing them to load the correct cartridge successfully. The customer was able to resume insulin delivery after loading a second cartridge.